Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for adhesive around objective lens had chipped and gap in adhesive area between z-block (server plug-in) and distal end was traced to component failure. However, a root cause for foreign objects inside the light guide lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the evaluation of device, adhesive around objective lens had chipped, there was gap in adhesive area between z-block (server plug-in) and distal end and also had foreign objects inside the light guide lens. The regional repair center access the condition and determined that the cause for adhesive around objective lens had chipped and gap in adhesive area between z-block (server plug-in) and distal end was traced to component failure. However, a root cause for foreign objects inside the light guide lens could not be established. There was no patient involvement.